Manufacturer narrative:
A company service representative examined the system. The 88 psi regulator was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported receiving an error message, during a case, that was unable to be cleared. A second system was brought in, but it did not have the same capabilities as the first unit. The case was canceled. Additional information has been requested but none has been received to date.